Manufacturer narrative:
The following fields were updated due to corrected information: d.10. Device available for eval?: no. D.10. Returned to manufacturer on: na. H.6. Investigation: one photo was received by our quality team for evaluation. From the photo, a portion of the catheter was observed to be flattened. A device history record review found no non-conformances associated with this issue during production of this batch. The flattened catheter could have occurred after application, however, as no sample was received, the root cause could not be established.

Event description:
It was reported that 2 bd cathena¿ safety IV catheters with wings bd multiguard¿ technology had issues with the needle piercing through the catheter, resulting in blood leakage through the hole. The following information was provided by the initial reporter: "2 separate rns experienced same incident in same day and neither had experienced it prior despite using product for some time- during IV start, needle went through plastic cathelon resulting in blood flow through hole in cathelon and failed IV start."

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 2 bd cathena¿ safety IV catheters with wings bd multiguard¿ technology had issues with the needle piercing through the catheter, resulting in blood leakage through the hole. The following information was provided by the initial reporter: "2 separate rns experienced same incident in same day and neither had experienced it prior despite using product for some time- during IV start, needle went through plastic cathelon resulting in blood flow through hole in cathelon and failed IV start."